Manufacturer narrative:
The reported device was not returned to arthrex for evaluation. The most likely cause of the event was determined and found to be product related and investigated through ncr-20813.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) ar-9811 apollo rf's electrode tips came off. This occurred during a shoulder scope on (B)(6) 2022 when the electrode tip came off of the probe. The probe and electrode were removed and another ar-9811 probe was opened and the same thing occurred. The electrode tip began to loosen and shift, the probe and electrode were removed. The case was completed using arthrocare wand, there was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.